Event description:
It was reported that the pt felt itching and burning in her vagina and her urine turned "milky white". This was the fourth time such symptoms had occurred and she had been prescribed antibiotics for the condition in the past. The pt contacted her health care provider and was again going to be given antibiotics for the condition. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).